Manufacturer narrative:
Battery pack sn (B)(4) was returned to the distributor where it was scrapped. The reported problem (liquid contamination) was confirmed as there was apparent liquid contamination on the battery pack. The root cause of the liquid contamination is liquid ingress. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was defective as it remained active. The cause of the defective response button cannot be positively identified. No adverse event resulted from the defective response button. (B)(6).

Event description:
A us distributor contacted zoll to report that a patient's device had liquid in the battery chamber. In addition, during servicing of the monitor, it was discovered that the rear response button was defective.